Event description:
Customer reported that a PICC line has led to an extravasation. The line was inserted to 44cm and had a rupture 1.5 cm above. Patient attended for pump removal. PICC bled back fine, minimal resistance on flushing. Additional information received 5/24/2023: customer reported the oxaliplatin and calcium folinate leaked into the tissue. Patient experienced pain around the PICC insertion area and informed staff. On inspection there was obvious swelling to the area of fluid in the subcutaneous tissue. Patient received the 1st line treatment where infusion was stopped immediately and treatment disconnected. 40 ml of blood aspirated from PICC line (not flushed). Arm elevated. Heat applied due to the adverse effects of cold with oxaliplatin and as per policy. Injected hydraulinase around extravasation area. Discussion held with plastics team at uhcw and no intervention wanted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned.

Event description:
Customer reported that a PICC line has led to an extravasation. The line was inserted to 44cm and had a rupture 1.5 cm above. Patient attended for pump removal. PICC bled back fine, minimal resistance on flushing. Additional information received 5/24/2023: customer reported the oxaliplatin and calcium folinate leaked into the tissue. Patient experienced pain around the PICC insertion area and informed staff. On inspection there was obvious swelling to the area of fluid in the subcutaneous tissue. Patient received the 1st line treatment where infusion was stopped immediately and treatment disconnected. 40 ml of blood aspirated from PICC line (not flushed). Arm elevated. Heat applied due to the adverse effects of cold with oxaliplatin and as per policy. Injected hydraulinase around extravasation area. Discussion held with plastics team at (B)(6) and no intervention wanted.